Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet touchscreen was unresponsive, preventing navigation to confirm a firmware update and normal operation, and a replacement device was arranged with return instructions provided. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included collection of device identifiers, confirmation of shipping and return logistics, and plans for device return to allow evaluation and inspection of the returned device. Investigation of this device revealed a suspected device malfunction related to the display or touch interface that impeded user interaction. It was concluded, based on previously established findings for similar reports, that the cause was the crack on the display has rendered the display unresponsive source of the impact is unknown.